Event description:
It was reported that they are having excessive linting in the cath lab procedures. The lint is worse when these are wet and sticking to the team member's gloves/hands.

Manufacturer narrative:
It was reported that they are having excessive linting in the cath lab procedures. The lint is worse when these are wet and sticking to the team member's gloves/hands. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.